Manufacturer narrative:
The product performed as intended for up to six weeks. The type of failure did not place the patient at risk for serious injury and the patient had similar issues several times with a non nestle product. The event does not fit the definition of a serious injury and does not fit the definition of product malfunction. The event does fit the definition of "malfunction" as defined in 21 cfr part 803. Expiration date may have been exceeded. The sample was clearly identified as having been manufactured prior to july 1, 2008. The product has a three year shelf life. There were no labeling or packaging present to identify a specific lot code or expiration date.

Event description:
Patients father stated that his daughter had a replacement balloon gastro-tube placed six weeks ago doctor's clinic. Today it was discovered that the balloon had broken requiring patient to go to the emergency room for tube replacement. Patient lives in a group home where the loose tube was discovered.